Event description:
Additional information was received which indicated that this lv lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment was received; severed 73 millimeters (mm) from the terminal pin. Visual inspection noted cutes in the insulation, and blood/body fluid in the lumen. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the pulse generator replacement due to normal battery depletion (nbd), the left ventricular (lv) lead exhibited pacing issue. Insulation damage was seen, and the physician decided to fix the insulation damage with a repair kit, which is against labeling. This lv lead remains in service. No additional adverse patient effects were reported.